Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device a ventilator inoperative code was discovered in the event log. The device's power management board was replaced to address the issue.

Manufacturer narrative:
H3 other text : device evaluated at a third party service center.